Event description:
The sales representative reported on behalf of the customer that the device, 9391a, lanza shaver blade, 4.2 mm x 13 cm, was being used during an unknown procedure on (B)(6) 2025 when it was reported, ¿lanza blade that came apart during surgery. The end that came off the blade was retrieved from the patient¿s knee. No injury to patient or significant delay to the case.¿. There was no significant delay to the procedure. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
The sales representative reported on behalf of the customer that the device, 9391a, lanza shaver blade, 4.2 mm x 13 cm, was being used during an unknown procedure on (B)(6) 2025 when it was reported, ¿lanza blade that came apart during surgery. The end that came off the blade was retrieved from the patient¿s knee. No injury to patient or significant delay to the case.¿. There was no significant delay to the procedure. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Evaluation of the returned used device, item 9391a found outer blade tip detached from the shaft. Examinations performed per print a30-320-078, rev-af. Root cause cannot be determined, however, based upon evaluation of the device and the IFU; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 4 devices, for this device family and failure mode. During this same time frame 52,192 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00008. Per the instructions for use, the user is advised to always inspect for bent, dull or damaged blades or burs before each use. We will continue to monitor per regulatory requirements to help ensure patient safety.